Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with packaging that has been very roughly handled. There are very small tears, circled in blue ink on both the inner and outer poly packs. The dtex sling has been disturbed from it's original condition. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device packaging assembly found that found that the packaging associate must verify that pouch is free of pin holes, cuts, particulates, and supplier seal defects. The root cause has been associated with inappropriate transport or storage. Factors that could have contributed to the reported event include rough shipping and handling, an inadvertent impact event, or excessive shaking in transport. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, when opening the packaging of the endobutton ultra, the nurse noticed that the packaging had a hole in it. The same problem was found on a second packaging. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.